Event description:
On 3/26/96 pt presented to ER in poor condition with new onset diabetes mellitus with diabetic ketoacidosis. Pt was admitted to the hosp for aggressive fluid hydration and intravenous insulin therapy. 3/27/96 pt's blood sugar remains critically high. Nurse discovered co's infusion pump had not been infusing insulin over the past 12 hrs. Infusion pump indicated fluid was infusing and also displayed a total volume status. Alarm did not sound.